Manufacturer narrative:
Additional information: new information received that suspect lens serial number is (B)(6) and that the removed lens was not saved. Per implant card in system then found to have patient initials of (B)(6), date of birth (B)(6)1951, implant date (B)(6)2018. Implant doctor dr. (B)(6), expiration date: (B)(6) 2018, UDI number (B)(4), device manufacture date is (B)(6)2014. Also, per system the rga# was received but no product was returned. Fields below updated. Section a2: date of birth: (B)(6)1951. Section d4: serial number (B)(6). Section d4: expiration date: nov 27, 2018. Section d4: UDI number: (B)(4). Section d6a: implant date: (B)(6)2018. Section h4: device manufacture date: nov 27, 2014. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section b3: date of event: unknown, not provided. Best estimate of date of event is before nov 30, 2023. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect impact code: 4625 ( to capture unplanned vitrectomy). Section h6: health effect clinical code; 4581 ( to capture device decentered or dislocated or tilted subluxated or wrong position). Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Report of tecnis toric intraocular lens (iol) dislocation in a patient's left eye, with planned repositioning or explant was received. Successful exchange took place which the surgeon performed a new modified yamane style technique with nylon sutures for scleral fixation of a zcu225 16.5d iol to replace the dislocated zct225 16.0 iol. It was confirmed that the dislocation was due to zonular dehiscence and that an anterior vitrectomy was necessary. No other information was provided.